Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and loosening of the tibial tray at the implant to bone interface. Patient had a right knee replacement with a different surgeon in 2019, with sigma cruciate retaining porous coated tibial and femoral components. Patient reported having pain as early as three months after surgery, increasing to the point that patient visited the surgeon for a solution. Surgeon suggested a revision to cemented components. The femoral components was well fixed, the tibial component less so but did not appear grossly loose. The rp curved insert showed no wear on gross examination. Surgeon re-implanted a primary attune ps femoral component, with a statement revision tibial tray and a 14 mm ps fixed bearing insert. Surgeon went well, with a satisfactory outcome. Doi: (B)(6) 2019 dor: (B)(6) 2021 right knee.